Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change and rv lead revision introduction and advancement of new rv lead appeared to be difficult and coiled in vessel. The rv lead impedance, after helix extension, was reading out of range during testing. Hence, the lead was capped and a second lead was used. When the second rv lead was inserted in the psa it did not appear to be functioning properly. Lead impedance measurements were out of range and failure to capture at max output also noted. Upon switching to a new psa unit capture was immediately noted. The second lead was not used and was replaced. Patient condition was stable pre, during, and post procedure.